Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was submitted: unknown #5/9 insert; cat# unknown; lot# unknown, unknown #6 femur; cat# unknown; lot# unknown, unknown #5 tibial; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged audible noise involving an unknown 36/10 patella component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: ¿the painless rattling described in the event description could relate to patellar tracking, a ps post impingement if, in fact, the components are posterior stabilized, or instability secondary to muscle atrophy and/or ligamentous imbalance. There is no indication of a recall of stryker total knee components available in 2011.¿ -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The medical review stated, ¿the painless rattling described in the event description could relate to patellar tracking, a ps post impingement if, in fact, the components are posterior stabilized, or instability secondary to muscle atrophy and/or ligamentous imbalance. There is no indication of a recall of stryker total knee components available in 2011.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Caller had (2) both knees replacement surgery in 2011. Explained he is not in pain but there is a rattling noise and if devices are part of a recall. Has not seen a physician at this time. Inquiring if it's normal wear. Would like a call back as soon as possible. Patient has no information on implants and surgeon also retired. This pi is for the left knee

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Caller had (2) both knees replacement surgery in 2011. Explained he is not in pain but there is a rattling noise and if devices are part of a recall. Has not seen a physician at this time. Inquiring if it's normal wear. Would like a call back as soon as possible. Patient has no information on implants and surgeon also retired. This pi is for the left knee.